Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned outside the loading device. The white plunger was depressed on the delivery device. The blue slide locks were disengaged. The tension spring assembly remained in the delivery tube with the seal extended outside the delivery tube in complete unfold state. The seal and tension spring were remove from the delivery tube for inspection. A microscopic inspection was conducted. The seal was observed under microscopy and was observed to be a crack on the outermost coil of the seal. No blood was visible inside the delivery tube. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based on the return condition of the device, the reported failure "fitting problem" is not confirmed and confirmed for the analyzed failure mode "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.